Manufacturer narrative:
Event date is approximate. Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1ljxs, implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-nov-2021, UDI#: 0(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported their device wasn't working. Patient reported they were beat up. They went to the doctor on (B)(6) 2018 and the doctor said the leads were misfiring. The patient clarified that the leads were broken. The patient reported their stimulation was currently off. The doctor wanted them to turn it on because they thought it was still going to work. The caller wanted to have the broken system replaced. They said they had to be cathed at work and they filled the whole bag. The patient passed out and their blood sugar and blood pressure bottomed out. They could not go back to work until the system was replaced. Patient reported they were getting no therapy and was peeing 4 times in 4 days. Patient was filling with fluid. Patient reported they didn¿t want to turn stimulation back on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.